Event description:
The pt reportedly experienced sudden onset of facial nerve stimulation and discomfort. Programming changes were attempted and discontinued due to pt's discomfort. Revision surgery will be scheduled.